Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. While closing the bronchi, a yellow foreign material looking like a broken piece of the shipping wedge fell into the patient cavity. The part was retrieved. No patient injury.